Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken lens. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: "cloudy view" is confirmed due to broken lens. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had broken lens. The event occurred during set up of device. There were no reports of patient involvement.